Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who underwent arthroscopic debridement of right knee after receiving treatment with synvisc one for osteoarthritis. The role of osteoarthritis progression requiring arthroscopic debridement provides the most plausible explanation for the event.

Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a pt. This case is cross-referenced with the case (B)(4) (same pt). This case concerns an adult male pt (age unspecified) who had arthroscopic debridement of right knee after receiving treatment with synvisc-one injection. Pt's medical history, past drug, other concomitant medication of concurrent condition was reported. On an unspecified date in 2011, the pt received treatment with synvisc-one injection (dosage regimen, route, batch/lot and expiration date unk) in right knee for osteoarthritis. On an unspecified date in 2012, about a year after the injection, the pt had arthroscopic debridement of right knee. Action taken: unk. Corrective treatment: not reported. Outcome: unk.